Event description:
Law enforcement reported crossing the roadway in a power wheelchair, the end user was struck by a motor vehicle. The end user died at the scene of the incident.

Manufacturer narrative:
Operator error: no malfunction suspected as end user was struck by a motor vehicle while crossing a roadway. Hoveround owner's manual warns end users "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled by pedestrian crossing with handicapped cutouts."